Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g7 receiver with serial number (B)(6) . However, data for the g7 android application with the serial number with (B)(6), was provided for evaluation. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.